Event description:
An ipp device was implanted on 5/25/94. The left cylinder was removed on 10/13/95. On 11/7/96 the right cylinder and pump were removed from the pt due to pt dissatisfaction with one functioning cylinder. A pump and cylinders were implanted.